Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had an air leak and was heating up. It was determined that the device had an excessive noise, was running in the locked position, had a hole in the hose, and the e2 code (software generated message on the console indicating handpiece lock engaged) was defective. It was further determined that the device failed pretest for handpiece temperature assessment, noise assessment, loctite and cable assessment and safety assessment. It was noted in the service order that the sheath of the device was physically damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.